Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose (bg) was in 50-450 mg/dl in range. Customer reported that low bg was due to performing bolus with pump and injection of insulin. Customer consumed carbohydrates to address low bg.